Event description:
It was reported that a vats lobectomy procedure went uneventful until the stapler was placed on pulmonary artery (7th firing). When firing, knife only went forward a few mm. Device stopped, reverse button didn¿t function. Total power loss, manual override was applied. Stapler opened, removed from vessel without problems. New gun and reload used to complete procedure. Procedure was finished without further problems.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Premature sled movement the analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.